Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure of the heavily calcified, tortuous, superior mesenteric artery lesion, after a 4.0 mm balloon pre-dilatation, the omnilink elite stent was positioned and during deployment the stent moved forward and dislodged from the delivery system balloon. Additional pre-dilatation with a 6.0 mm balloon was performed and a 7.0 x 39 mm omnilink elite stent was deployed at the lesion site. The dislodged stent was retrieved at the groin area using a cut-down procedure. It was noted the removed stent was very damaged. Hospitalization has been prolonged. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined a conclusive cause for the reported difficulty to deploy and the reported dislodgement cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.